Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure the white tissue pad melted off. None of the tissue pad fell into the pt. Another device was used to complete the case with no adverse pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.